Event description:
See mfg # 30042091782009002545. The product was returned to the MFR with no info. The device registration system indicated that the pt was deceased. Further info is being requested from the hcp.